Event description:
It was reported that stent damage occurred. The 90-95% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. The lesion was engaged with a 3.5 6f guide catheter and was crossed with a non- boston scientific guidewire. Predilatation was performed by a 2.0x10 mm balloon at 14 atmospheres. A 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion due to angulation at the onset of lad lesion. The device was removed and a different device was deployed in the lad bifurcation. Another 8 x 2.75 promus premier drug-eluting stent was advanced to be placed in the diagonal 1. However, an interaction occurred between the crimped stent and an already deployed stent in lad bifurcation and the stent strut got damaged. The device was withdrawn and a 2.5x8mm stent was deployed in diagonal 1 and the procedure was completed. No patient complications were reported.